Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5033921) on (B)(6) 2014. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (stabbing)"), salpingitis ("when she had her hysterectomy her tubes were infected") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 2001 and (B)(6) 2006). Concurrent conditions included cholecystectomy since 2006 and gallstones. Concomitant products included medroxyprogesterone (depo provera) in 1997 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("increasingly bad migraine type headaches/severe migraine headaches") and depression ("depression"). In 2010, the patient experienced anxiety ("anxiety"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("periods much much heavier, blood clots about the size of a golf ball all throughout my period"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), weight increased ("weight gain"), uterine pain ("stabbing pains in uterine areas (severe and persistent)"), fatigue ("fatigued all the time"), pain in extremity ("legs ached terribly"), feeling abnormal ("brain fog"), adenomyosis ("adenomyosis"), allergy to metals ("allergic to nickel, a hypersensitivity reaction to nickel"), adnexa uteri pain ("pain in my right ovary area") and rash ("my face and my back break out"). On an unknown date, the patient experienced dysmenorrhoea ("periods have become much much heavier and alot more painful"), gastric disorder ("stomach problems") and dyspepsia ("heartburn"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), weight increased ("weight gain"), uterine pain ("stabbing pains in uterine areas (severe and persistent)"), fatigue ("fatigued all the time"), pain in extremity ("legs ached terribly"), feeling abnormal ("brain fog"), adenomyosis ("adenomyosis"), allergy to metals ("allergic to nickel, a hypersensitivity reaction to nickel"), adnexa uteri pain ("pain in my right ovary area") and rash ("my face and my back break out"). On an unknown date, the patient experienced dysmenorrhoea ("periods have become much much heavier and alot more painful"), gastric disorder ("stomach problems") and dyspepsia ("heartburn"). The patient was treated with alprazolam (xanax), citalopram hydrobromide (celexa), fluoxetine hydrochloride (prozac), thomapyrin n (excedrin migraine), eletriptan hydrobromide (relpax), axotal (fioricet), omeprazole, zolpidem tartrate (ambien) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2014. In 2010, the depression had resolved. In 2014, the pelvic pain and migraine had resolved. At the time of the report, the salpingitis, genital haemorrhage, adenomyosis, allergy to metals, adnexa uteri pain and rash outcome was unknown, the weight increased, uterine pain, fatigue, pain in extremity, menorrhagia and feeling abnormal had resolved, the anxiety had not resolved and the dysmenorrhoea, gastric disorder and dyspepsia outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, gastric disorder, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, rash, salpingitis, uterine pain and weight increased with essure (ess205). The reporter commented: approximate weight at the time of essure placement: (B)(6) . Diagnostic results: on (B)(6) 2007 patient had essure confirmation test, dye test done. On around 2007 pap test, MRI, ultrasound scan was done. Most recent follow-up information incorporated above includes: on 27-nov-2017: pfs received:new reporters, patient dob, height, historical conditions, concomitant diseases, product indication, onset and removal date, concomitant drugs, treatment medication, new events pelvic pain, severe migraine headaches, uterine pain, legs ache, brain fog, adenomyosis, genital haemorrhage, anxiety, depression, mental disorder, allergic to nickel. Outcome for the events pelvic pain, severe migraine headaches, weight gain, uterine pain, fatigue, legs ache, menorrhagia, brain fog, depression added as recovered / resolved and for event anxiety added as not recovered / not resolved and headaches added as recovering / resolving.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (food and drug administration, reference number: mw5033921) on 18-feb-2014. The most recent information was received on 17-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (stabbing)"), salpingitis ("when she had her hysterectomy her tubes were infected") and genital hemorrhage ("bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (B)(6) 2001 and (B)(6) 2006). Concurrent conditions included cholecystectomy since 2006 and gallstones. Concomitant products included medroxyprogesterone (depo provera) from 1997 to 2006 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigued all the time"). In (B)(6) 2007, the patient experienced weight increased ("weight gain") and feeling abnormal ("brain fog"). In 2007, the patient experienced migraine ("increasingly bad migraine type headaches/severe migraine headaches / headache"), anxiety ("anxiety") and depression ("depression"). In 2013, the patient experienced genital hemorrhage (seriousness criterion medically significant) and menorrhagia ("periods much much heavier, blood clots about the size of a golf ball all throughout my period"). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), uterine pain ("stabbing pains in uterine areas (severe and persistent)"), pain in extremity ("legs ached terribly"), allergy to metals ("allergic to nickel, a hypersensitivity reaction to nickel"), adnexa uteri pain ("pain in my right ovary area") and rash ("my face and my back break out"). On an unknown date, the patient experienced dysmenorrhoea ("periods have become much heavier and alot more painful"), gastric disorder ("stomach problems") and dyspepsia ("heartburn"). The patient was treated with alprazolam (xanax), citalopram hydrobromide (celexa), fluoxetine hydrochloride (prozac), thomapyrin n (excedrin migraine), eletriptan hydrobromide (relpax), axotal (fioricet), omeprazole, zolpidem tartrate (ambien) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2014. In 2010, the depression had resolved. In 2014, the pelvic pain and migraine had resolved. At the time of the report, the salpingitis, genital haemorrhage, adenomyosis, allergy to metals, adnexa uteri pain and rash outcome was unknown, the weight increased, uterine pain, fatigue, pain in extremity, menorrhagia and feeling abnormal had resolved, the anxiety had not resolved and the dysmenorrhoea, gastric disorder and dyspepsia outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, gastric disorder, genital hemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, rash, salpingitis, uterine pain and weight increased with essure (ess205). The reporter commented: approximate weight at the time of essure placement: 180. Diagnostic results: on (B)(6) 2007 patient had essure confirmation test, dye test done. On around 2007 pap test, MRI, ultrasound scan was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain (stabbing)') and salpingitis ('when she had her hysterectomy her tubes were infected') in an adult female patient who had essure (ess205) (batch no. #620753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 2001 and (B)(6) 2006), headache, asthma, uterine cervical squamous metaplasia, backache, bloating, breast engorgement, breast tenderness, diarrhea, fatigue, irritability, mood altered, constipation, upper respiratory infection, cough, fever, gastroesophageal reflux disease, allergic rhinitis, dry skin, skin inflammation and itchy rash. On jan2007 patient had essure confirmation test, dye test done. On around 2007 pap test, MRI, ultrasound scan was done. Previously administered products included for an unreported indication: cipro. Concurrent conditions included cholecystectomy since 2006, gallstones, obesity, menometrorrhagia, hypoaesthesia, lumbar puncture, blurred vision and abdominal discomfort. Concomitant products included medroxyprogesterone acetate (depo provera) from 1997 to 2006 for contraception as well as citalopram hydrobromide, omeprazole magnesium, oxycodone hydrochloride;paracetamol (percocet) and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigued all the time"). In april 2007, the patient was found to have weight increased ("weight gain") and experienced feeling abnormal ("brain fog"). In 2007, the patient experienced migraine ("increasingly bad migraine type headaches/severe migraine headaches / headache"), anxiety ("anxiety") and depression ("depression"). In 2013, the patient experienced genital haemorrhage ("bleeding") and menorrhagia ("periods much much heavier, blood clots about the size of a golf ball all thoughout my period"). In june 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), uterine pain ("stabbing pains in uterine areas (severe and persistent)"), pain in extremity ("legs ached terribly"), allergy to metals ("allergic to nickel, a hypersensitivity reaction to nickel"), adnexa uteri pain ("pain in my right ovary area") and rash ("my face and my back break out") and experienced dysmenorrhoea ("periods have become much much heavier and alot more painful"), gastric disorder ("stomach problems") and dyspepsia ("heartburn"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), eletriptan hydrobromide (relpax), fluoxetine hydrochloride (prozac), omeprazole, zolpidem tartrate (ambien), and surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. In 2010, the depression had resolved. In 2014, the pelvic pain and migraine had resolved. At the time of the report, the salpingitis, genital haemorrhage, adenomyosis, allergy to metals, adnexa uteri pain and rash outcome was unknown, the weight increased, uterine pain, fatigue, pain in extremity, menorrhagia and feeling abnormal had resolved, the anxiety had not resolved and the dysmenorrhoea, gastric disorder and dyspepsia outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, gastric disorder, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, rash, salpingitis, uterine pain and weight increased with essure (ess205). The reporter commented: on (B)(6) 2006, the first essure placement was done into the right tube ostia. The device deployed easily without difficulty in the usual manner. A picture was taken. There were 3 1/2 coils noted at the end of deployment. The deployment on the left ostia revealed 8 coils. Everything remained in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: ensure tubes are blocked.. Ultrasound pelvis - on (B)(6) 2016: impression: 1. Patient status post hysterectomy 2. Right ovary normal, the left ovary is not imaged. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received- fu 13 and fu 14 proceeded together. Lot number was added and medical history was added. On (B)(6) 2020: medical record received-fu 13 and fu 14 proceeded together. Reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033921) on 18-feb-2014. The most recent information was received on 03-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain (stabbing)') and salpingitis ('when she had her hysterectomy her tubes were infected') in an adult female patient who had essure (ess205) (batch no. 620753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 2001 and (B)(6) 2006, headache, asthma, uterine cervical squamous metaplasia, backache, bloating, breast engorgement, breast tenderness, diarrhea, fatigue, irritability, mood altered, constipation, upper respiratory infection, cough, fever, gastroesophageal reflux disease, allergic rhinitis, dry skin, skin inflammation and itchy rash. On (B)(6) 2007 patient had essure confirmation test, dye test done. On around 2007 pap test, MRI, ultrasound scan was done. Previously administered products included for an unreported indication: cipro. Concurrent conditions included cholecystectomy since 2006, gallstones, obesity, menometrorrhagia, hypoaesthesia, lumbar puncture, blurred vision and abdominal discomfort. Concomitant products included medroxyprogesterone acetate (depo provera) from 1997 to 2006 for contraception as well as citalopram hydrobromide, omeprazole magnesium, oxycodone hydrochloride;paracetamol (percocet) and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigued all the time"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced feeling abnormal ("brain fog"). In 2007, the patient experienced migraine ("increasingly bad migraine type headaches/severe migraine headaches / headache"), anxiety ("anxiety") and depression ("depression"). In 2013, the patient experienced genital haemorrhage ("bleeding") and menorrhagia ("periods much heavier, blood clots about the size of a golf ball all throughout my period"). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), uterine pain ("stabbing pains in uterine areas (severe and persistent)"), pain in extremity ("legs ached terribly"), allergy to metals ("allergic to nickel, a hypersensitivity reaction to nickel"), adnexa uteri pain ("pain in my right ovary area") and rash ("my face and my back break out") and experienced dysmenorrhoea ("periods have become much heavier and a lot more painful"), gastric disorder ("stomach problems") and dyspepsia ("heartburn"). The patient was treated with acetylsalicylic acid; caffeine; paracetamol (excedrin migraine), alprazolam (xanax), butalbital;caffeine; paracetamol (fioricet), eletriptan hydrobromide (relpax), fluoxetine hydrochloride (prozac), omeprazole, zolpidem tartrate (ambien), and surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. In 2010, the depression had resolved. In 2014, the pelvic pain and migraine had resolved. At the time of the report, the salpingitis, genital haemorrhage, adenomyosis, allergy to metals, adnexa uteri pain and rash outcome was unknown, the weight increased, uterine pain, fatigue, pain in extremity, menorrhagia and feeling abnormal had resolved, the anxiety had not resolved and the dysmenorrhoea, gastric disorder and dyspepsia outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, gastric disorder, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, rash, salpingitis, uterine pain and weight increased with essure (ess205). The reporter commented: on (B)(6) 2006, the first essure placement was done into the right tube ostia. The device deployed easily without difficulty in the usual manner. A picture was taken. There were 3 1/2 coils noted at the end of deployment. The deployment on the left ostia revealed 8 coils. Everything remained in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: ensure tubes are blocked. Ultrasound pelvis - on (B)(6) 2016: impression: 1. Patient status post hysterectomy. 2. Right ovary normal, the left ovary is not imaged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint on 20-jan-2020: medical record received. Reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033921) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain (stabbing)') and salpingitis ('when she had her hysterectomy her tubes were infected') in an adult female patient who had essure (ess205) (batch no. 620753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 2001 and (B)(6) 2006), headache, asthma, uterine cervical squamous metaplasia, backache, bloating, breast engorgement, breast tenderness, diarrhea, fatigue, irritability, mood altered, constipation, upper respiratory infection, cough, fever, gastroesophageal reflux disease, allergic rhinitis, dry skin, skin inflammation and itchy rash. On jan2007 patient had essure confirmation test, dye test done. On around 2007 pap test, MRI, ultrasound scan was done. Previously administered products included for an unreported indication: cipro. Concurrent conditions included cholecystectomy since 2006, gallstones, obesity, menometrorrhagia, hypoaesthesia, lumbar puncture, blurred vision and abdominal discomfort. Concomitant products included medroxyprogesterone acetate (depo provera) from 1997 to 2006 for contraception as well as citalopram hydrobromide, omeprazole magnesium, oxycodone hydrochloride;paracetamol (percocet) and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigued all the time"). In april 2007, the patient was found to have weight increased ("weight gain") and experienced foggy feeling in head ("brain fog"). In 2007, the patient experienced migraine ("increasingly bad migraine type headaches/severe migraine headaches / headache"), anxiety ("anxiety") and depression ("depression"). In 2013, the patient experienced genital haemorrhage ("bleeding") and menorrhagia ("periods much much heavier, blood clots about the size of a golf ball all throughout my period"). In june 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), uterine pain ("stabbing pains in uterine areas (severe and persistent)"), pain in extremity ("legs ached terribly"), allergy to metals ("allergic to nickel, a hypersensitivity reaction to nickel"), adnexa uteri pain ("pain in my right ovary area"), rash ("my face and my back break out"), abdominal distension ("bloated/swollen abdomen") and feeling abnormal ("I feel pregnant") and experienced dysmenorrhoea ("periods have become much much heavier and alot more painful"), gastric disorder ("stomach problems") and dyspepsia ("heartburn"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), eletriptan hydrobromide (relpax), fluoxetine hydrochloride (prozac), omeprazole, zolpidem tartrate (ambien), and surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. In 2010, the depression had resolved. In 2014, the pelvic pain and migraine had resolved. At the time of the report, the salpingitis, genital haemorrhage, adenomyosis, allergy to metals, adnexa uteri pain, rash, abdominal distension and feeling abnormal outcome was unknown, the weight increased, uterine pain, fatigue, pain in extremity, menorrhagia and foggy feeling in head had resolved, the anxiety had not resolved and the dysmenorrhoea, gastric disorder and dyspepsia outcome was unknown. The reporter provided no causality assessment for adenomyosis, adnexa uteri pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspepsia, fatigue, foggy feeling in head, gastric disorder, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, rash, salpingitis, uterine pain and weight increased with essure (ess205). The reporter considered abdominal distension and feeling abnormal to be related to essure (ess205). The reporter commented: on (B)(6) 2006, the first essure placement was done into the right tube ostia. The device deployed easily without difficulty in the usual manner. A picture was taken. There were 3 1/2 coils noted at the end of deployment. The deployment on the left ostia revealed 8 coils. Everything remained in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: ensure tubes are blocked.. Ultrasound pelvis - on (B)(6) 2016: impression: 1. Patient status post hysterectomy 2. Right ovary normal, the left ovary is not imaged. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event was added- bloated/swollen abdomen, I feel pregnant. Reporter added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.